Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) conducted a service call with customer over-the-phone to address the reported event. During troubleshooting, the customer reported that they were able to clear the waste chute the night before to resume running. During that run, the error occurred. They were able to clear the chute again and continue running. Upon follow-up several days later, the customer reported that they had no further issues with the error. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 24-apr-2017 through (B)(6) 2018. There was one (1) similar complaint identified during the searched period. The aia-2000 operator's manual under appendix 4 - error messages states the following: [4193] y-axis cup transfer z-axis home overrun cause : the home sensor activated improperly after movement of the y-axis cup transfer z-axis. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution : contact tosoh service center or local representatives. The most probable cause of the 4193 y-axis cup transfer z-axis home overrun error message was a clogged waste chute.

Event description:
A customer reported error message 4193 y-axis cup transfer z-axis home overrun several times per day with the aia-2000 instrument. The customer reported that the analyzer shakes and has a loud noise when the arm moves. The customer found cups in the waste chute and cleared them but new cups would get caught in the chute and the error would persist. The customer tried to clean with alcohol but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle-stimulating hormone (fsh), prolactin (prl), and parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.